Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad lld contact spring in the reported problem area of the pipette assembly. The lld contact spring, tip retaining clip, plunger clamp and tip clamp were replaced. The instrument was insp, tested without further problem and returned to svc.